Event description:
A hospital in (B)(6) reported to a fisher and paykel heatlhcare representative that an rt340 adult breathing circuit failed the leak test on a servo-I-ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher and paykel healthcare in (B)(4) for evaluation. It was pressure tested and visually inspected to check for the reported leak. The returned breathing circuit was subsequently submerged in a water bath. Results: the pressure test revealed that the returned breathing circuit exhibited significant leak. Visual inspection identified that there was insufficient glue in the proximal connector of the expiratory limb. The water bath test highlighted that this was the source of the reported leak. A lot check could not be performed as a lot number was not provided. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. This suggests that the proximal connector only started to leak once it was set up for use. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.